Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. All buttons functioning properly no damage on the keypad assembly. No button error alarm. Inspected j2 connector on lcd and no unlock keypad connector. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. (B)(6).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The insulin pump will be replaced. Nothing further reported.